Event description:
It was reported that during testing, the device displays a bias current error on the core console. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.